Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia due to e4 occlusion errors. The infusion device provided e4 errors multiple times during the night. Each time, the customer's mother straightened the infusion tube but did not change the infusion set or test the customer's blood glucose. The customer woke up vomiting, and her blood glucose elevated to 27.0 mmol/l. Her mother delivered an insulin injection at 7:20 a.m. And took her to the hospital. Her blood glucose was 21.0 mmol/l at the hospital, and she had a ketone measurement of 4.5. She was given oral medication to treat vomiting, and her mother delivered an additional insulin injection. The infusion tube was changed and there were no further issues. The alleged product is not available to return for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.